Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided.

Event description:
The customer contacted ascensia customer service to perform a control test with the contour® next one meter. With the assistance of the customer service agent, the customer ran a control test and obtained a reading of 71 mg/dl at 1:51 p.m. The meter did not automatically mark the control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the contour® next one meter (serial # (B)(6), contour® next test strips (lot # 4jhec32a) and contour® next control solution (lot # 4bv1a56) for evaluation. The returned test strips were different from the lot associated with the event. An in-house testing was performed with the returned meter, test strips and control solution in five replicates. All tests recovered within the expected control range of 38 mg/dl to 48 mg/dl. The control results obtained with the in-house testing were properly marked as control tests in the meter.

Manufacturer narrative:
Despite follow-up attempts, the customer did not return the device for investigation. Therefore, an in-house testing was performed with the in-house contour® next one meter (serial # (B)(6)), in-house contour® next test strips (lot # 4gheg41a) and in-house contour® next control solution (lot # 4bv1a56) in five replicates. All tests recovered within the expected control range of 38 mg/dl to 48 mg/dl. The control results obtained with the in-house testing were properly marked as control tests in the meter.